Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation on (B)(6) 2021, it was reported by (B)(6) hospital located in new zealand, that a turbo-ject® double lumen over-the-wire power-injectable PICC (rpn: upicds-5.0-CT-otw-st-1111, lot#: 14005736) separated at the hub. The device was placed in an unknown patient and ¿a number of day[s]¿ later separation of the hub from extension tubing was observed. No procedure was being performed when the failure was discovered. The device was then removed and placed. No other adverse effects were reported. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device were conducted during the investigation. The complaint device was not returned for evaluation; therefore, no physical examinations could be conducted. A photo of the complaint device was provided by the customer and showed partial hub separation from the extension tubing. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are process checks during the manufacturing process to identify nonconforming product and prevent it from leaving house. A review of the device history record (DHR) for lot 14005736, as well as component lots, found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook concluded that there is no evidence that the device was manufactured out of specification or that nonconforming material exists in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet t_ctpiccotwtt_rev3. In the precautions section it states: patient movement can cause catheter tip displacement. In the how supplied section it states: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of a device photo, and the results of our investigation, it was concluded that device design contributed to this event. A previous CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: acting charge nurse manager. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an unknown patient required a turbo-ject® double lumen over-the-wire power-injectable PICC. "A number of day[s]" after the device was placed, it was discovered that the white hub had partially separated from the extension tubing. A photo provided depicts the described failure. The device was then removed and replaced. It was noted that no procedure was being performed at the time of device failure. No other adverse effects were reported for this incident.